Event description:
The account stated that the right siderail will not stay up.

Manufacturer narrative:
The tech found it was not latching due to corrosion and rust on the latch spring causing the latch to not move at all. He replaced the latch, cleaned and lubricated the siderail to repair the bed.